Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that alert notification occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and the vibrator test passed. An alarm/alert manual test was performed and passed. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The speaker and vibrator resistances were measured and passed. The performance data was evaluated. The allegation reported not found. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. G3: date received by manufacturer - additional. H2: additional information - correction. H3 device evaluated by mfg - correction - missed on previous supplemental.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D9: device available for evaluation - correction. H2: type of follow up - correction. H6: correction.

Event description:
Subsequent to the initial MDR, a correction is required.